Manufacturer narrative:
The sample was received for analysis and confirmed lcd was missing segments. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis of the unit, it was observed that the segments were missing on the display. Customer indicated there was no patient harm reported on the animal.